Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified spinal surgery. Intra-op, the implant cracked upon insertion. Reportedly, the implant came into contact with patient with no harm to the patient.

Manufacturer narrative:
Product analysis: visual review confirms implant fracture. Witness mark and material deformation noted on the left anterior corner of the top component of the implant, consistent with in vivo obstruction during attempted implantation. It is noted in the fully closed position, the implant nose is protected behind the base component. Implant received in slightly angulated position, with the nose exposed. The ¿ears¿ of the component are bent on one side and broken off on the other side, with the broken-off portion not returned for analysis. Fracture surface analysis consistent with brittle overload. The above observations are consistent with partially angulated implant prior to attempted implantation, which may have exposed the component to impact load and contributed to subsequent overload of the implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.